Manufacturer narrative:
This supplemental report is being submitted to provide additional event information and device evaluation results. Additional event description-as the electrosurgical unit was being used the active electrode broke causing a component of the device to dislodge and become trapped in the patient. Once the device was removed from the patient, it was noticed that the active electrode had become discolored (blackened) where the component had broken off. There was no harm to the patient and the case was completed. The device was returned to the service center for a evaluation. The device was attached to the usg-400/esg-400 and a probe check was performed and found the device failed the probe check; error code ultrasonic level error (u509) was observed. Both switches were checked and found both switches are functional. A visual inspection was performed on the returned device and found there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it is worn with no metal exposed. The distal end of the device was inspected under a microscope and found approximately 17mm of the probe is detached, missing portion not returned. Based on the similar reported events, service center was determined the cause for the detached/broken probe is attributed to the probe coming into contact with a hard or metallic surface during activation. The cause for the worn teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated.

Manufacturer narrative:
The device has not been received for evaluation. The cause of the reported event 'probe tip fell off' could not be confirmed at this time. However, if the device is returned at a later date, this report will be updated accordingly. As a preventive measure, the instruction manual provides several warning statements in an effort to prevent damage to the probe tip. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an ob/gyn surgery the tip of the thunderbeat hand piece fell-off after the device was removed from the patient. Doctor was able to retrieve the tip and completed the procedure. There were no patient injuries reported. The device was inspected prior to use.